Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a coronary angioplasty procedure. Reportedly, resistance was felt when inserting the proglide device into the patient anatomy. The procedure was aborted and the proglide device was removed. Manual arterial compression was applied to achieve hemostasis. A femoral angiogram was not taken prior to the procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: MFR site: contact name updated, reg #. Evaluation summary: the device was returned for analysis. Difficulty to insert into the anatomy could not be replicated in a testing environment as it was based on operational circumstances. The posterior needle tip ejected from the needle shank (not returned). Factors that can contribute to difficulty inserting into the anatomy include, but not limited to; patient artery/anatomy variables and/ or aggressive manipulation during insertion. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the proglide device was deployed post procedure. No additional information was provided.